Manufacturer narrative:
(B)(4). (UDI): n/a. Medical product: catalog #: unknown, unknown oss stem, lot # unknown; catalog #: unknown, unknown oss nail, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04085, 0001825034-2019-04091, 0001825034-2019-04092. Location unknown.

Event description:
It was reported that the patient underwent a knee procedure on an unknown date. Subsequently, the patient was revised due to chronic infection.